Event description:
Pt was recently started on insulin pump therapy for the treatment of type 1 diabetes. During an afternoon nap, pt managed to open the pump and remove the insulin reservior syringe containing a large quantity of insulin. Pt then proceeded to break off the infusion tube connector from the end of the syringe. Had pt not done this and pushed the syringe inward, pt would have given a mass infusion of insulin and would most likely died.